Manufacturer narrative:
A valid production code has not been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding right cheek- skin [skin haemorrhage]; cuts right cheek- face [laceration]; stabbed right cheek- face [face injury]; brush heads coming off shaft [device breakage]; stabbed/cut right cheek with shaft when the brush head comes off and I withdraw my hand out [injury associated with device]. Case description: consumer called stating brush heads have been coming off the shaft in his mouth while brushing. No serious injury was reported.

Event description:
Bleeding right cheek- skin [skin haemorrhage] cuts right cheek- face [skin laceration] stabbed right cheek- face [face injury] brush heads coming off shaft [device breakage] stabbed/cut right cheek with shaft when the brush head comes off and I withdraw my hand out [injury associated with device] product counterfeit [product counterfeit] case description: consumer called stating brush heads have been coming off the shaft in his mouth while brushing. No serious injury was reported.

Manufacturer narrative:
18-oct-2018 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.